Manufacturer narrative:
Update rec'd 01/19/2016: supplemental info received. A dor was received. The taper sleeve is now being added to the complaint. This complaint was updated on: 01/29/2016. Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 01/19/2016: supplemental info received. A dor was received. The taper sleeve is now being added to the complaint. This complaint was updated on: 01/29/2016.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/21/16 medical records received. Case information form and component stickers reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 12, 2016.

Event description:
Patient seeking legal action.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, permanent physical injuries and disfigurement after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.